Manufacturer narrative:
(B)(4).

Event description:
It was reported the access system was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa. Three 24mm watchman ® laa closure device & delivery system (wds) were separately advanced and the closure devices were deployed. The first closure device landed proximally and was recaptured and removed. Both the second and third closure devices landed distally, were partially recaptured and re-deployed too proximal, and were therefore recaptured and removed. A fourth 24mm wds was then advanced, but resistance was met during insertion in the was. A kink was observed in the groin area of the was. The was then exchanged and the same 24mmm wds was inserted. Resistance was met again as the fourth wds had become kinked or accordioned during insertion attempts. A new 27mm wds was advanced in the second was without issue. The 27mm closure device was deployed and successfully released in the laa. There were no patient complications reported and the patient condition was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was). The device was received with the related wds. The device was bloody. The hub, shaft, and tip, were microscopically and tactile inspected. Inspection revealed tip damage (delamination/ovalization), and sheath kinks located 5.5cm and 15 cm from the strain relief. Functional testing with the related device wds consisted of loading the complaint device into the related (was), and advancing the wds in the sheath for approximately 5.5 cm (location of the first was kink). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the access system was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa. Three 24mm watchman ® laa closure device & delivery system (wds) were separately advanced and the closure devices were deployed. The first closure device landed proximally and was recaptured and removed. Both the second and third closure devices landed distally, were partially recaptured and re-deployed too proximal, and were therefore recaptured and removed. A fourth 24mm wds was then advanced, but resistance was met during insertion in the was. A kink was observed in the groin area of the was. The was was then exchanged and the same 24mmm wds was inserted. Resistance was met again as the fourth wds had become kinked or accordioned during insertion attempts. A new 27mm wds was advanced in the second was without issue. The 27mm closure device was deployed and successfully released in the laa. There were no patient complications reported and the patient condition was fine.